Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment, broken battery tube threads and end cap address label missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.4 mmol/l at the time of the incident. The customer stated that the crack is seen on the battery compartment. The product was returned for analysis.